Event description:
It was reported that expansion failure occurred. The 100% target lesion was located in a severely tortuous and severely calcified iliac artery. A 14x40x75 epic stent was advanced for treatment. However, when the stent was deployed, the radial force was not enough to treat lesion. The stent failed to fully expand. The procedure was completed with another of same device. No patient complications were reported.